Event description:
Edwards received information that a 27mm aortic pericardial valve. Implanted five (5) years, five (5) months and sixteen (16) days was explanted due to calcification. A 25mm magna aortic pericardial valve was used for replacement. Through follow up with the health care provider, the operative notes were received and provided the following: "patient is a (B)(6) year-old white male who is status post a previous pericardial aortic valve replacement in 2009. Subsequently, he was found to be hyper-parathyroid with hypercalcemia and underwent parathyroidectomy. He was admitted with acute-on-chronic systolic and diastolic congestive heart failure with a small elevation of his troponines. He underwent cardiac catheterization which did not show any coronary artery disease. Transthoracic echo and subsequent transesophageal echo showed severe calcification of his prosthetic valve causing severe aortic stenosis and also a paravalvular leak causing moderate aortic insufficiency." "Upon aortotomy, pericardial valve was completely calcified and immobile. There was a lot of scar tissue surrounding the valve making the excision difficult." Patient tolerated the procedure well and was transferred to ICU in stable but critical condition. It was also noted by the surgeon that the dissection was difficult due to severe pericardial adhesions and prior use of bioglue.

Manufacturer narrative:
Method: device received. Evaluation anticipated but not yet begun. Conclusion: device evaluation anticipated but not yet begun. The product evaluation has not been finalized. As new information becomes available, a follow up MDR will be submitted. However, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. It was reported this device was removed due to calcification. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. In this case, the valve was removed after an implant duration of approximately 5 years and 5 months from a young, (B)(6) year-old male patient with a history of avr, chf, arrhythmia and hypercalcemia from hyperparathyroidism. All of these are contributing factors towards potential failure of this device. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The IFU for this model device does indicate the safety and effectiveness of this device has not been tested for patients with abnormal calcium metabolism (e.g. Hyperparathyroidism). Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Manufacturer narrative:
Evaluation summary: as received, the valve exhibited heavy calcification on the cusp of all leaflets. Heavy calcification was also noted on the free margin of leaflets 1 and 3. Calcification restricted mobility in the leaflets and led to stenosis. Leaflet 2 had a tear, approximately 6mm, at the cusp area. Calcification was noted at the region of the tear. Minimal host tissue overgrowth was noted on the tissue and had encroached into the orifice and onto the tissue by about 2 mm on the inflow aspect. Host tissue was moderate at the stent inflow and minimal at the stent outflow. Additional manufacturer narrative: customer report of calcification and stenosis were confirmed. The product evaluation identified calcification as primary, leaflet tears and host tissue overgrowth which lead to stenosis and structural valve deterioration. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, suture line disruption of components of a prosthetic valve, leaflet disruption, or leaflet retraction. In this case, the primary cause of failure was calcification and host tissue overgrowth. It is known that the occurrence rate of svd significantly increases at an implant duration of 7 years or longer. It is also known that the occurrence rate of structural valve deterioration is higher in male patients, patients younger than 65 at implant, and patients have a significantly higher risk to undergo reoperation due to svd. In this case, this is a male patient, was young at the time of implant and had a prior avr in 2009.